Event description:
Additional information received reported the cause of the event was unknown but it was "possible/suspected the implantable neurostimulator (ins) was implanted too deep." All impedances were within normal range. The patient was unable to obtain good coupling, only 2 out of 8 boxes. It was noted antenna locate was able to detect the ins. The patient was unable to obtain therapeutic stimulation. It was also noted the patient was still in the process of getting scheduled for surgical revision of the pocket site.

Manufacturer narrative:
Lead model 39565-65, serial # v522370032, implanted: (B)(6) 2012, explanted: na; programmer model 37744, serial # (B)(4); recharger model 37754, serial # (B)(4).

Event description:
It was reported that the patient experienced coupling and or communication issues. The patient could not get more than two coupling bars. X-rays determined the ins was not flipped, and the hcp did not think that the depth of the ins was causing the issue. The recharger did not appear to be functioning appropriately, but the patient was given a different recharger and was still having coupling issues. Additional information received reported that the patient's hcp office was in the process of scheduling the patient for a surgical pocket revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).